Event description:
The international affiliate reported that a roller clamp broke when patient was performing an exchange and opening his roller clamp. The date of how long the set was in use is unknown. In 2005, it was discovered that prophylactic antibiotics were administered. There was no patient injury or medical intervention indicated at the time of the initial report.